Event description:
The therapist noticed one time when they turned unit on and barely turned intensity up, it just ramped all the way up. No patient was being treated, but they want the unit evaluated.

Manufacturer narrative:
Conclusion: channel 1 has a square waveform, q122 and q119 shorted, q120 has been very hot (discolored). Ifc waveform on channel 2 demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all test conducted on channel 2, no anomalies were found.